Event description:
It was reported that the front housing of an ilet insulin pump separated from the back housing while the user was sleeping, consistent with a screen or enclosure delamination hardware issue. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included device replacement and return of the affected unit, with the user continuing continuous glucose monitoring on dexcom g6. Investigation included a device evaluation to be performed upon return and a review of device data synced by the user. Investigation of this case revealed no alerts or alarms reported prior to shutdown and no report of injury. It was concluded that the event involved physical damage to the device enclosure affecting the screen assembly, with no patient harm reported.